Manufacturer narrative:
(B)(4). Any additional information received from the customer will be included in a follow-up report. Field service device evaluation: the field service engineer (fse) went on-site to evaluate the suspect device. The fse cycled the device on and was able to duplicate the reported device behavior. The fse determined the likely cause of this failure was the gas delivery engine (gde) component. A gde was replaced for this device and the suspect gde component will be returned to vyaire's failure analysis laboratory for evaluation.

Event description:
The customer reported an unresolved "circuit occlusion and extend high peak pressure" alarm on this ventilator device. The customer stated no patient involvement with this event.

Manufacturer narrative:
The vyaire failure analysis group received the suspect gas delivery engine (gde) part number 16650 rev j, serial number (b)(4 rev. B for investigation. The fa group performed a visual inspection and found no anomalies. The fa engineer installed the gde into a test device and cycle the device on for an extended period, which duplicated the reported device behavior. After further evaluation and re-working of the gde sub-components the fault was traced to a component failure within the transducer communication alarm (tca). At this time, the reported event was confirmed and duplicated. The component root cause is associated with the tca sub-component within the gde. This issue has been addressed on CAPA (B)(4).